Event description:
A customer reported experiencing intermittent occlusion alarms. The customer's blood glucose level was 200 mg/dl. The customer resolved the issues by changing the infusion set and cartridge before resuming insulin.